Event description:
The pt reported that as she was changing the insulin cartridge on her insulin infusion device for the first time, she noticed what appeared to be a crack in the cartridge. She stated on closer inspection it was not a crack but moisture. She said she believes this occurred because she did not put the infusion device adapter on tight enough. She stated she does not see any moisture when she holds the infusion device upside down. The pt stated she will switch to her backup device. On follow up two days later, the pt stated that everything is going fine and she feels comfortable in switching back to her primary infusion device. No blood glucose or other physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.